Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported patient faced infusion set fell off during use event on (B)(6) 2024. The sets were in use for 2 days. The blood glucose levels at the time of event was high (specific value unknown) and patient resolved it by changing site and was gave correction bolus via pump followed by replacing infusion set and resumed insulin successfully. No further information available.